Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2km8x, implanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient came home with the therapy set on 7.7 and since then has been having a burning pain on their leg that is impacting their sleep, they said it was like the leg was on fire. They reported that the pt is experiencing symptom relief with a 100% decrease in symptoms. They get up only twice per night instead of 4 times. They are concerned that the wire is hitting a nerve and causing the leg pain and will need to get it explanted. The caller reported also having some instances of not being able to get the external devices connected to the implant. The caller also reported they had good relief with the trial and that was set at around 5. Agent helped caller connect to ins and connected with no issues. Decreased the stim down to 1.9. The patient was unable to say for certain if the leg pain stopped. Agent reviewed with the caller that 7.7 is a high setting that will increase the drain on the internal battery. Patient will maintain stimulation level and will continue to track symptoms. Agent reviewed the option of changing programs, but reviewed to follow the hcp's direction before doing that. The patient's relevant medical history included the caller mentioned that the pt reason for implant was a botched hysterotomy in 1990.